Event description:
The physician attempted to deploy a resolute integrity 2.50 x 22 mm drug eluting stent. The target lesion was in a mid location in the rca with little vessel tortuosity. The lesion was reported to have moderate calcification with 90% stenosis. The device was removed from the packaging and inspected with no issues noted. The stent was advanced to the lesion and a negative prep was performed and it was reported that there was blood return to the endoflator tubing. The device was removed successfully. There were no patient complications reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. There were numerous kinks visible along the length of the hypotube. The distal inner and outer lumens were ripped starting at the guidewire entry port and extending 12mm distally along the shaft. The stent was positioned on the balloon between the inner shaft markers. There was crystallized residue and blood present in the inflation device indicating the presence of a leak. Negative prep was performed; however no leak was detected possibly due to the residue in the inflation lumen. The device was placed in a water bath to disperse the residue. On removal from the waterbath negative prep confirmed the presence of a leak. On pressurization of the device, water was seen leaking from the ripped section of the shaft distal to the guidewire entry port.

Manufacturer narrative:
Evaluation results: related to operational context (lesion morphology may have impacted on the advancement of the device resulting in the damage evident to the distal shaft). Deformation problems. Evaluation conclusion: operational context caused or contributed to the event (lesion morphology may have impacted on the advancement of the device resulting in the damage evident to the distal shaft). (B)(4).